Event description:
Rn hanging chemo (taxol). Pump alarmed "proximal occlusion". Pump turned off and new primary tubing placed. Clave on primary line where secondary line connects looks like it was pushed in.